Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error code 1260. There was unknown patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint that error code 1260 was displayed on screen. Review of event history found error codes 1260 and 1261. Complaint was verified by power up testing. The cause is the real time clock (rtc) battery. Replaced the rtc battery to correct the issue. The device passed all functional tests after the repair.